Event description:
Initial reporter indicated that their pt came into the office and was interrogated and found to have their vns at 0 output current. The vns per the reporting physician had been that setting since 2007.